Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The reported field event of premature battery depletion was confirmed. Longevity calculations showed the battery depleted prematurely. The cause of the premature depletion was due to high current draw from the u1 integrated circuit.

Event description:
Premature eri was noted on the device. The device was explanted and replaced. The patient was stable.